Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump did not recognized the 10cc syringe. Reported multiple instances of error in pump history, recalibrated syringe size and position, and no further errors. No reported adverse effects.